Event description:
It was reported the patient was unable to adjust stimulation. It was noted the patient saw the ¿call your doctor¿ icon and a power on reset (por) condition. It was reported the por was cleared on the call.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).